Manufacturer narrative:
Reported event: an event regarding a labeling issue involving a exeter stem was reported. The event was confirmed by inspection of the labels on the returned device. Method & results product evaluation and results: visual inspection of the returned device noted the following: laser marking on the stem as well as all but one of the outer box labels and all patient labels showed that the product was part number 0580-1-440/lot g7900352. One other outer box label showed catalog number 0580-1-044 and lot number g7900236. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the outer box labels on the returned device confirmed the label mix issue. An nc has been raised to address this event. Product field action (pfa) 2847072 has been initiated. Corrective action/preventive action: product field action (pfa) 2847072 has been initiated. Associated device 0580-1-044; exeter v40(tm). Short femoral; lot g7900236.

Event description:
It was reported that "the account went to retrieve an implant to find that each side of the box has a differing code and so has raised confusion." A box of part number 0580-1-440/ lot g7900352 has 2 different labels: one label shows part number: 0580-1-044, lot: g7900236 while four other shows part number: 0580-1-440, lot: g7900352.

Manufacturer narrative:
Reported event: an event regarding a labeling issue involving a exeter stem was reported. The event was confirmed by inspection of the labels on the returned device. Method & results product evaluation and results: visual inspection of the returned device noted the following: laser marking on the stem as well as all but one of the outer box labels and all patient labels showed that the product was part number 0580-1-440/lot g7900352. One other outer box label showed catalog number 0580-1-044 and lot number g7900236. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the outer box labels on the returned device confirmed the label mix issue. An nc has been raised to address this event. Product field action (pfa) 2847072 has been initiated. Corrective action/preventive action: product field action (pfa) 2847072 has been initiated. Associated device 0580-1-044; exeter v40(tm). Short femoral; lot g7900236.

Event description:
It was reported that "the account went to retrieve an implant to find that each side of the box has a differing code and so has raised confusion." A box of part number 0580-1-440/lot g7900352 has 2 different labels: one label shows part number: 0580-1-044, lot: g7900236 while four other shows part number: 0580-1-440, lot: g7900352.